Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not inflating, causing the device to stopped working. A surgical procedure was performed, during which a fluid loss and a hole was identified in the right cylinder. Therefore, the ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for cylinders is (B)(4).

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for cylinders is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. The pump passed the visual inspection. No damage or abnormalities were found. No leaks were found in the pump. Functional test revealed that the pump did not pass the activation test. Both cylinders were microscopically inspected and tested for leaks. The first cylinder had a hole in the distal tip of the cylinder from sharp instrument. The first cylinder had a hole in the middle of the cylinder from sharp instrument. The first cylinder had wear at fold in the proximal end and distal end of the cylinder. The first cylinder had a leak from sharp instrument damage in the distal tip of the cylinder. The first cylinder had a leak from sharp instrument in the middle of the cylinder. The second cylinder had wear at fold in the proximal end and distal end of the cylinder. The second cylinder had a hole in the middle of the cylinder from sharp instrument. The second cylinder had a leak from sharp instrument damage in the middle of the cylinder. The reservoir was microscopically inspected and tested for leaks. The reservoir passed the visual inspection. No damage or abnormalities were found. No leaks were found in the reservoir. Based on the information available and analysis results, the reason for the inflation issue was most likely determined to be the pump not passing the activation test. The instrument damage found on the device is considered a secondary failure, so the allegations of cylinder hole/perforation and fluid leak are unable to be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not inflating, causing the device to stopped working. A surgical procedure was performed, during which a fluid loss and a hole was identified in the right cylinder. Therefore, the ipp was removed and replaced. No patient complications were reported.